Manufacturer narrative:
The reported event of varying low voltage impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Complete x-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
During initial implant, pacing impedance was not measurable on the right ventricular (rv) lead. A new lead was used to complete the procedure. The patient was stable.